Manufacturer narrative:
The insulin pump was received unit with a blank display due to moisture damage on the lcd board. Unable to test for missing segments or partial display due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump has a partial display. Blood glucose value was 4.8 mmol/l. It was stated that the screen was all black but when it starts to count down there are black lines across the screen and the display is hard to read. The device was neither dropped nor bumped. They did not have a new recommended battery type to test. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.